Event description:
Sales rep reported the leg holder came loose during the surgery when the surgeon was putting the implants. The rep was present in the case. Update: delay of 2 minutes. Did the leg fall off the table? As per the mps: no it did not fall. Case type: pka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: customer reported that the leg holder came loose during the surgery when the surgeon was putting the implants. Device evaluation and results: device evaluation was not performed and the imp demayo knee positioner-25" (spare) event was not confirmed. Device history review: not performed as the imp demayo knee positioner-25" (spare) is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the imp demayo knee positioner-25" (spare). There have been no other events for the referenced part number that can be confirmed. Conclusions: no product inspection could be completed due to the product not being returned. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Sales rep reported the leg holder came loose during the surgery when the surgeon was putting the implants. The rep was present in the case. Update: delay of 2 minutes. Did the leg fall off the table? As per the mps: no it did not fall. Case type: pka.